Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. It was noted that the physician is aware of the high out of range ra impedance measurements and chose to program the pacemaker device to a ventricular-only sensing and pacing mode at 60 beats per minute. The products remain in-service. No patient symptoms or adverse patient effects were reported.the ra lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. It was noted that the physician is aware of the high out of range ra impedance measurements and chose to program the pacemaker device to a ventricular-only sensing and pacing mode at 60 beats per minute. The products remain in-service. No patient symptoms or adverse patient effects were reported.